Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors has chipping on the scissor blade. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up but there was no additional information available beyond what was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage. Both blade edges were indented, which prevents the blades from closing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.